Manufacturer narrative:
The customer indicated that the issue usually occurs on the day that ise maintenance is performed. A field service engineer (fse) was dispatched for this event and replaced the ise wash collar and the calibrator tip. The fse also cleaned the flowcell, the electrolyte injection cup (eic) assembly, and changed the collar wash. The fse then flushed the modular chemistry (mc) sample probe and replaced the calcium tip.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to recovering low sodium (na) patient results as well as low na qc results that were generated by the unicel dxc 600 pro synchron chemistry analyzer. No erroneous results were reported out of the laboratory. Patient treatment was not impacted in this event.